Manufacturer narrative:
The valve was patent and met the product specifications for the siphon test, however, it did not meet the requirements for leak, reflux, preimplantation and pressure/flow testing due to significant tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a delta valve was found to leak during pre-implantation testing.